Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the "pump gave too much insulin" resulting in a low blood glucose level of 8 mg/dl. Customer "passed out" due to the rapid decrease in bg and was transported to the emergency room on (B)(6) 2021. Customer was treated with glucagon and adrenalin. The customer was discharged from the emergency room the same day with issue resolved and no permanent damage. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended; however, customer maintained the allegation, therefore cause of low bg is unknown. A replacement pump was sent to the customer for customer satisfaction.